Event description:
It was reported that placement difficulty was experienced while attempting to implant the pacing lead. The helix did not extend or retract properly and the stylet could not be advanced to the lead tip. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. The analyst commented that the helix could not be extended or retracted and stylet insertion failed due to the distal conductor distortion within the is-1 connector pin.